Manufacturer narrative:
The device was returned for analysis. The reported ¿needles were unable to deploy¿ was confirmed as a suture retrieval issue. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via an 8f sheath. Reportedly, the plunger didn't work; therefore, the needles were unable to deploy. The suture of a new proglide device was successfully pre-placed and the tavi procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.